Event description:
Pt undergoing catheterization procedure, physician deployed 27 mm watchman device and is embolized into the left ventricle. Pt was taken to the operating room for emergent open heart surgery to retrieve the device. Pt in recovery in cv ICU on ventilator.